Event description:
Caller reported a tandem mobi cartridge alarm occurring during the load process of the pump. There was no adverse impact to the customer¿s blood glucose level. Customer successfully followed instructions from technical support to remove the cartridge, deliver a bolus, and reload the original cartridge, resuming normal insulin therapy. Issue was resolved.